Event description:
It was reported that the tubing separated at the needless connector between the pump and the patient in the emergency room (ER). At the time of infusion, normal saline (ns) and rocephin leaked, in addition to blood backing up and leaking. The tubing was replaced. Although patient care was delayed, it was confirmed that there was no harm or adverse impact to the patient due to this event.

Manufacturer narrative:
The customer¿s report that the tubing separated at the needless connector was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted separation at the engagement between the tubing and the distal smartsite inlet port. Closer inspection of the separation under magnification observed insufficient solvent at the end of the tubing and that the tubing was not fully inserted into the smartsite outlet. The tubing was measured to be within measurement specification(s). Functional testing was deemed unnecessary due to the separation and obvious leaking that would occur. The root cause of the separation is due to a combination of factors related to improper assembly associated with equipment and/or operator error.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing separated at the needless connector between the pump and the patient in the emergency room (ER). At the time of infusion, normal saline (ns) and rocephin leaked in addition to blood backing up and leaking. The tubing was replaced. Although patient care was delayed, there was no adverse impact to patient.